Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that a crack was observed in the lens optic immediately following iol implantation. The device was explanted and exchanged during the original surgery session. The healthcare facility confirms that there was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system risk analysis identifies the following as possible causes of "lens optic damage"; forcing a blocked injector, inadequate lubrication, misuse of device and otpic edge trapped/damaged on closure of cartridge. Additionally, the rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch: 101178373 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 101178373. The device has not been returned to rayner. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the optic damage post injection.

Event description:
On 24th september 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a crack in the optic was observed immediately following implantation necessitating explantation of the lens.